Event description:
A customer in (B)(6) reported to biomérieux a discrepancy with vidas® high sensitive troponin. The customer reported a false overestimated result. The patient was tested after implantation of an aortic ascending prosthesis (implanted (B)(6) 2016), and the initial result was positive (4438 ng/l), the test was repeated on the same sample and the result was also positive (4344 ng/l). Another sample from the patient was tested two (2) hours later and the result was also positive (4219 ng/l). The patient sample was sent to another laboratory and the result was negative. The laboratory tested the patient sample with roche troponin t hs technique. The negative result was reported to the patient with a delay of one (1) day. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in poland reported to biomérieux a false overestimated result with vidas® high sensitive troponin (tnhs). The customer submitted two serum samples for evaluation. An investigation was performed. A review of quality records confirmed there was no non-conformity associated with vidas® tnsh lot 1005382180. The control cards of twelve (12) batches of vidas® tnhs kit, showed lot 1005382180 was in the trend when compared to the other batches. Several negative samples were tested and all the results were within specification. The vidas® tnhs lot 1005382180 was within its acceptance criteria. The two returned serum samples were tested using vidas® troponin I ultra (ref. (B)(4)) and vidas® tnsh (ref. (B)(4)). Both parameters gave elevated results. Dilution tests were performed, and these two parameters did not behave similarly regarding the dilution tests. The elevated results cannot be linked to an interference. In addition, an interference linked to the presence of heterophilic antibodies can be excluded. Hypothesis : as the two tni tests (vidas® tniu and vidas® tnhs) gave elevated results , this may be an increase of troponin in another pathological context for which roche assay based on troponin t does not increase. To conclude, as the patient didn't suffer from specific symptoms to this pathology, the positive result should not be due to a myocardial infarction. Potential interferences with tnhs reagents leading to false positive results in the field have already been described through many publications and concerned different assays in the market. The vidas® tnhs kit is in the state of the art, indeed false positive results concerning similar interferences have been described in numerous publications and found in competing techniques. As a reminder, in the instructions for use-limitations of the method section, it's written that "interference may be encountered with certain samples containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history, and the results of any other tests performed."